Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. Rapid atrial flutter contributed to the false detections. The patient was reportedly conscious and pressed the response buttons intermittently. The patient visited the emergency room and continues use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 07/2012 - reuse. Electrode belt (B)(4): 3/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4).